Event description:
It was reported that the patient had tenderness around the implantable pulse generator (ipg) site. The patient had an injection at the pocket site and was reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.